Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked electrical board keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer also stated that they had button error alarm. The customer¿s blood glucose level was 195 mg/dl. Troubleshooting was done for keypad anomaly. The insulin pump will be returned for analysis.